Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during emergency treatment. The treatment was aborted and completed by moving the patient to another room. It was reported to philips that the system failed to produce x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the control module cable was damaged, causing abnormal can communication and found that the customer wrongly reported the complaint as x-ray failure but the actual issue was with the geo movement and tsm failure. To resolve the issue, the fse repaired the cable and found another issue with the touchscreen power, replaced the power fuse in another work order. After repairs and replacement, the device returned to good working order. The codes were updated based on the investigation outcome.